Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. Mother is calling on behalf of the customer, her (B)(6) daughter. Mother stated erratic results have been happening for about a month and a half. The customer is concerned with tests results from results obtained of 104 and 326 mg/dl back to back fasting. The customer's expected fasting blood glucose test result range is 80 - 120 mg/dl. Mother stated customer tests four times a day and that her blood sugar can go up into the 300's; mother stated she is not concerned with the high results. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 03/29/2018 and open vial date at time of call is two weeks. Mother stated customer has not used the meter for a few days due to e-3 error messages. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: customer is concern with the results taken on (B)(6) 2017. Customer is not concern with the high results. Strips are being stored in the kitchen.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). Test strip (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. Mother is calling on behalf of the customer, her (B)(6) daughter. Mother stated erratic results have been happening for about a month and a half. The customer is concerned with tests results from results obtained of 104 and 326 mg/dl back to back fasting. The customer's expected fasting blood glucose test result range is 80 - 120 mg/dl. Mother stated customer tests four times a day and that her blood sugar can go up into the 300's; mother stated she is not concerned with the high results. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 03/29/2018 and open vial date at time of call is two weeks. Mother stated customer has not used the meter for a few days due to e-3 error messages. The meter memory was reviewed for previous test result history: (B)(6). Customer is not concern with the high results. Strips are being stored in the kitchen.